Manufacturer narrative:
Insulin pump received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump has cracks. Nothing further reported.